Event description:
A report was received that the patient developed an infection, 6 inches above the incision site. The patient's symptoms were redness, swelling and drainage. The patient was prescribed IV antibiotics. The patient is healing well. The physician doesn't believe the infection is related to the device.